Event description:
The daughter of a (B)(6) old female pt called in to zoll lifecor customer support to report that the device was alarming "connect belt". The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector housing was broken, causing the nut to become separated. The root cause of the broken belt connector housing cannot be positively determined, but was likely due to excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.